Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer stated that the esc button was not responding as well. The customer's blood glucose was 287 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from her leaning on something. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Explained that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.